Event description:
It was reported that pump experienced malfunction alarm, after which pump screen went dark and customer could not turn screen back on, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, confirmed malfunction did not recur after reset, and then continued troubleshooting display issue that resulted in pump replacement, resolving issue.